Event description:
It was reported by a neurologist that a vns pt had an increase in nocturnal seizures for a few days but it has reduced. It was also reported that pt felt vibrations in his chest at the generator site lasting 1-3 seconds over the same period but this event has ceased. The pt also stated that he no longer feels vns stimulation however the physician adjusted the pt's settings and the pt was able to feel stimulation. The treating neurologist stated that pt's diagnostics were ok (no specifics provided). Good faith attempts to obtain more info regarding pt's adverse events have been unsuccessful to date.